Event description:
Unable to access port for 1st band adjustment - port rotated 180 degrees and clips retracted. Action taken: port revised and stitched. No patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Device remains implanted.